Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery appendectomy, the device did not fire. The device loaded properly, but only stayed on for about 5 minutes then it went blank. Appeared that it ran out of battery power. Another device was used in order to complete the case. There was no patient injury.